Event description:
A problem was reported with a t:slim x2 pump battery that would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps with technical support, including using different charging cables and power sources. The issue was resolved when a different charging cable was used, and the pump began charging again without further assistance needed.